Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed increased capture threshold and decreased sensing on the right ventricular lead. A micro-perforation was discovered in the patient's right ventricle. The lead was repositioned. The patient was stable.